Manufacturer narrative:
The apollo catheter was returned for analysis. Onyx residue was found inside of the catheter hub and distal tip. The catheter was found ruptured 5.5cm from the tip. The catheter was then pressurized with water and found non-patent. The catheter was found to be occluded with onyx. No other anomalies were observed. Based on the images and device analysis, the clinical observation was confirmed. The catheter appeared to have ruptured due to over- pressurization as a result of an occlusion (i.e. Solidified onyx / kink) within the catheter, resulting in pressures exceeding the limits of the catheter. In this event, user error context may have contributed to the reported issue as resistance was encountered during injection. Per the apollo IFU (instructions for use): infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Either remove the catheter to determine the cause of the obstruction or replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. Information received from the same report as MFR: 2029214-2016-00596. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during arteriovenous malformation (avm) embolization of right aca (anterior communicating artery) the apollo microcatheter ruptured. It was reported that onyx was unable to flow through the microcatheter, the physician proceeded to exert more pressure and after 5 minutes of attempting, the physician removed the microcatheter and found it to be ruptured near distal end. No patient injury was reported. The patient was successfully treated with the use onyx.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.